Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter intraoperatively, when the instrument was used in the intestine, it could not be clamp and it could not be used for firing. Another reload was used to resolve the issue. There was no patient injury.